Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was unable to perform functional testing due to blank display. The insulin pump had corroded motor home switch, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer's blood glucose was 225 mg/dl at the time of incident. The customer stated that the insulin pump broke. The customer stated that there was fluid under the lcd display. The customer stated that there was a crack near the battery compartment. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.